Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose (bg) level was reported to be 420 mg/dl. The customer delivered manual injections to address bg level.